Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address dislocation (the polyethylene was left whole) and had to undergo a new revision surgery. It was indicated that the surgeon removed the new acetabulum and placed a new one in another position, from neutral position to anti-version position (turned slightly forward). X-ray review: a disassociation of the constrained liner from the cup is identified. The femoral head remains captured within the constrained liner but the liner/head construct has disassociated completed from the cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation (the polyethylene was left whole) and had to undergo a new revision surgery . It was indicated that the surgeon removed the new acetabulum and placed a new one in another position, from neutral position to anti-version position (turned slightly forward). X-ray review a disassociation of the constrained liner from the cup is identified. The femoral head remains captured within the constrained liner but the liner/head construct has disassociated completed from the cup.